Event description:
It was reported by the patient that they have had ringing in their ears since the device was implanted. Attempts to obtain further information were not successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.